Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when attempting to ligate the hemorrhoids, the handle was rotated; however, the band could not be fully deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, when attempting to ligate the hemorrhoids, the handle was rotated; however, the band could not be fully deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on august 18, 2023: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.